Event description:
It was reported that the t:slim x2 pump battery would not charge and a power source alert was recorded. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed to connect the wall adapter to a functional outlet for at least 30 minutes to initiate charging, and technical support planned to follow up. Subsequent follow-up attempts were made, and the case was closed.